Event description:
Customer reports approximately twelve incidents within a month in which the temperature port plug opens during patient use at the beginning of a case. Reporter states once the temperature port plugs are re-closed they do not open again. Reporter states none of the incidents required medical intervention or resulted in patient injury, however, no specific information was available for any of the incidents.